Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer's blood glucose was in the range of 300 mg/dl to 400 mg/dl. The insulin pump was in manual mode when this occurred. The customer thinks that the insulin pump was not working. The insulin pump will not be returned for analysis.